Manufacturer narrative:
Concomitant medical products: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: extension. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that the patient had a pocket infection. The battery pocket area was a problem since implant and they were watching it closely with antibiotics throughout the course of care. The pocket would not heal after close monitoring and nothing helped. The extensions and battery were explanted while the leads remain in the body. It was an outpatient procedure and they would continue to watch the pocket area for any issues. The components would be replaced in the future as the issue was not yet resolved. The patient's indication(s) for use were essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.